Event description:
The surgeon reported: a patient underwent an abdominoplasty and a bilateral breast augmentation on (B)(6) 2008 where quill srs #2 ppn, 2-0 pdo and 3-0 monoder were used. The patient experienced spitting at approximately eight (8) months post operative. Suture material was removed using local anesthesia.

Manufacturer narrative:
In addition to the reported ppn material two other quill srs products were also reported. The other reported product material was reported as 2-0 pdo and 3-0 monoderm material. Information is as follows: pdo material: model/catalog #: unknown, lot #: unknown, expiration date: unknown, device manufacture date: unknown, 510 (k) #: k051609. Monoderm material: model/catalog #: unknown, lot #: unknown, expiration date: unknown, device manufacture date: unknown, 510 (k) #: k0722028. Method: the "used" devices were returned for evaluation and results will be forwarded upon completion of review. The product lot numbers for the quill srs pdo and monoderm material are unknown. A device history record review cannot be performed. Furthermore, relevant portions of the device history record (DHR) for ja-1001q-lot m352330 were reviewed no relevant findings were noted during this review. Results: a follow-up report will be forwarded with results of evaluation. (B)(4), quill srs, unknown, size 2-0, pdo, quill srs, ja-1001q, size #2, ppn, quill srs, unknown, size 3-0, monoderm.